Event description:
I was exposed to a very high level of radiation while having a CT scan performed on my left shoulder on (B)(6) 2012. The scan was done at (B)(6) center. I am afraid and worried that the 65.2 mgy was above the safe level for radiation exposure from a CT scan of shoulder.